Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer interaction with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, chose to perform pump reset, and was able to interact with pump screen afterward, with pump reset resolving issue; no additional actions were reported.